Event description:
A distributor reported that a user received an alarm related to the cartridge during the pumping process, which was confirmed via the pump's history. The alarm recurred even after loading a second cartridge, leading to the decision to replace the pump. There was no reported impact on the customer's blood glucose level at the time of the event. As a corrective measure, the customer was instructed to return the problematic pump using a pre-paid label and received a replacement pump. The customer did not provide details about backup insulin delivery methods and declined additional cartridges offered as a goodwill gesture.